Event description:
It was reported that four 3 ml bd luer-lok¿ luer-lok¿ tips experienced leakage during use. The following information was provided by the initial reporter: called the customer, he provided me with the mailing address and stated that he had issues with syringe, not needle they added it was just the syringe leaking from the side and that they did not note any cracks/damage. Caller reported [syringe leaking out of side since around the end of feb.] Number of occurrences - [4] did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 3ml syringe, pn 309657 product lot # - [8344622] did issue cause any injury? - no did customer require medical intervention? - no is product manufactured by bd? - yes, sample is available for investigation.

Manufacturer narrative:
H.6. Investigation: two samples received for investigation. The syringes sent were visually evaluated, no defect found. Additionally, there were no molding defects in the syringe and / or barrel, leakage test was performed, results were in compliance. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
Initial reporter occupation other: sr. Global post market surveillance specialist. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four 3 ml bd luer-lok¿ luer-lok¿ tips experienced leakage during use. The following information was provided by the initial reporter: called the customer, he provided me with the mailing address and stated that he had issues with syringe, not needle they added it was just the syringe leaking from the side and that they did not note any cracks/damage. Caller reported? Syringe leaking out of side since around the end of feb. Number of occurrences? 4. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue bd 3 ml syringe, pn (B)(4), product lot # 8344622, did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation.